Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that upon installation of a main circuit board, an astral device displayed an error message (sf195) indicating a persistent software fault. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence, the investigation determined that the reported complaint was due to the failed software upgrade. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that upon installation of a main circuit board, an astral device displayed an error message (sf195) indicating a persistent software fault. There was no harm or serious injury reported as a result of the incident.